Manufacturer narrative:
In response to FDA report number: mw5113265. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture baker grade iii.

Event description:
Mw5113265 received via FDA. Patient reported breast discomfort, 'obvious signs of movement" and "inflammation". The patient was diagnosed with left side capsular contracture baker grade iii. The device was explanted via en bloc capsulectomy and the patient underwent deep inferior epigastric perforator (diep) flap reconstruction.